Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump would not allow the user to adjust the bolus amount during a bolus attempt. The blood glucose reading was 320 mg/dl. The customer's mother stated that the customer was able to navigate through the bolus wizard screen, but he was unable to adjust the bolus amount, which stayed at 0.00 units. The caller stated that the customer was not present in order to perform the troubleshooting procedure and requested replacement of the device instead. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has a cracked reservoir tube lip.